Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a panendoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed, but it did not release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the control wire; however, the clip assembly came loose from the bushing. Microscope examination was performed, and it was observed that one of the capsule locking tabs was partially opened. It was found that no activations had been performed. It was also noted that the clip arms were in good condition. Dimensional examination was performed on the bushing outer diameter to further analyze the deployment issue, and it was confirmed to be within specification. Functional evaluation was performed using a tortuous fixture, and the clip released from the catheter successfully. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a panendoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed, but it did not release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.